Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02661. The patient (B)(6) was implanted with two extensions with the same lot number. It was reported the patient was experiencing discomfort at the ipg and extension sites. In turn, surgical intervention was undertaken to reposition the ipg and extensions deeper. During the procedure the physician explanted and replaced the extensions and repositioned the patient's ipg.

Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2016-02661. Follow-up revealed the issue is resolved.